Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer was admitted to the hospital, treated for high blood glucose and diabetic ketoacidosis. Patient was set up on insulin pump, but always felt as though she wasn't getting enough insulin. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.